Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer was hospitalized for high blood glucose on (B)(6) 2015. The customer's blood glucose was 402 mg/dl at the time of hospitalization. Customer stated they changed their set and woke up with high blood glucose that could not be lowered. Customer did not report any symptoms of high blood glucose. It was also reported the insulin pump alarmed no delivery before the customer's high event. The cause of the customer's hospitalization was from diabetic ketoacidosis. The customer was wearing the insulin pump at the time of hospitalization. Troubleshooting found the insulin pump passed a self-test and high pressure test. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.